Manufacturer narrative:
Age at time of event: 18 years or older. A promus element plus, mr, ous 3.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The entire stent had been pulled distally extending beyond the distal tip, with stent struts stretched and damaged. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 3.00x32 mm, concentric and de novo target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified mid to distal right coronary artery. After pre-dilatation was performed with a semi- compliant balloon, a 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.